Manufacturer narrative:
New information received: there was a relationship found between the returned device and the reported incident. A visual inspection was performed on the product and no issues were found. Functional testing was conducted with a fully charged battery. The unit would not energize. Further evaluation revealed the spider2 contained a blown fuse on its circuit board. The spider2 passed functional testing with a known good fuse installed. The results of the investigation have concluded an electrical failure associated with a blown fuse on the control board. The root cause for the blown fuse could not be determined. There are no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. No containment or corrective actions are recommended at this time.

Event description:
It was reported that the hydraulic pressure of the spider 2 tenet positioning device was not holding. This occurred during a rotator cuff procedure, and the malfunctioned device was used to complete the procedure. No delay was noted. No patient injury or complications were reported.